Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing.

Event description:
A us distributor contacted zoll to report that a patient had passed away and that the patient had been treated by the lifevest on (B)(6) 2019. The patient's exact date of passing was not reported. The patient's system requested a welfare check and the police discovered that the patient had passed away. It was reported that the patient was alone when police found her. Per clinical review of the event, the patient was treated by the lifevest 13 times on (B)(6) 2019. The device initially detected an arrhythmia at 05:17:35 am while the patient was in ventricular fibrillation (vf) with motion artifact. The 13 treatment shocks were delivered between 05:18:11 am and 05:44:28 am. The patient's rhythm at the time of the first 12 shocks was vf with and without motion artifact. The arrhythmia was not converted after the first shock. Shocks 2 through 7 converted the arrhythmias to a slower rhythm. The response buttons were pressed following the seventh shock. It is unknown who pressed the response buttons. Shocks 8 and 9 were not converted. Shocks 10 and 11 converted the arrhythmia to a slower rhythm. Shock 12 was unable to convert the arrhythmia. The last shock was delivered while the patient was in ventricular tachycardia (vt) with the post-shock rhythm being asystole. Between 05:44:35 am and the last available ECG at 05:48:37 am, the device intermittently detects arrhythmias and asystole while the patient's rhythm is asystole with CPR artifact. The patient subsequently passed away. The device appropriately treated and converted the patient. No subsequent vt or vf was detect after the treatment. No indication at the time that the device caused or contributed to the patient passing.

Event description:
A us distributor contacted zoll to report that a patient had passed away and that the patient had been treated by the lifevest on (B)(6) 2019. The patient's exact date of passing was not reported. The patient's system requested a welfare check and the police discovered that the patient had passed away. It was reported that the patient was alone when police found her. Per clinical review of the event, the patient was treated by the lifevest 13 times on (B)(6) 2019. The device initially detected an arrhythmia at 05:17:35 am while the patient was in ventricular fibrillation (vf) with motion artifact. The 13 treatment shocks were delivered between 05:18:11 am and 05:44:28 am. The patient's rhythm at the time of the first 12 shocks was vf with and without motion artifact. The arrhythmia was not converted after the first shock. Shocks 2 through 7 converted the arrhythmias to a slower rhythm. The response buttons were pressed following the seventh shock. It is unknown who pressed the response buttons. Shocks 8 and 9 were not converted. Shocks 10 and 11 converted the arrhythmia to a slower rhythm. Shock 12 was unable to convert the arrhythmia. The last shock was delivered while the patient was in ventricular tachycardia (vt) with the post-shock rhythm being asystole. Between 05:44:35 am and the last available ECG at 05:48:37 am, the device intermittently detects arrhythmias and asystole while the patient's rhythm is asystole with CPR artifact. The patient subsequently passed away. The device appropriately treated and converted the patient. No subsequent vt or vf was detect after the treatment. No indication at the time that the device caused or contributed to the patient passing.

Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing. Follow-up: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting rear pulse wires and damaging gel fire wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the defective electrode belt caused or contributed to the patient's death. Manufacture dates: monitor: 9/17/2015, electrode belt: 4/15/2014